Event description:
It was reported that pump experienced repeated malfunction alarms identified as malf 12, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged shipment of replacement pump.